Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During the procedure, the computer would not boot up and the procedure was cancelled. Replacing the connecting cable resolved the issue. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported booting issue and subsequence cancellation could not be determined.